Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The permanent cautery hook was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
During central processing, it was noted that the permanent cautery hook had a broken cable. There was no patient involvement.

Manufacturer narrative:
On(B)(6)2020 , the following additional information was obtained through FDA medwatch form (B)(4). Based on the additional information obtained through medwatch and confirmed through a log review of the site, the event date has been changed from 01/13/2020 to 12/13/2019 and the reporter's occupation has been updated from blank to nurse. Refer to b3, e3, g7 and h2 and h10 for follow-up information.

Event description:
Refer to b3, e3, g7 and h2 and h10 for follow-up information.